Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was not showing any drawer when they login. User said that physically all drawers were fully loaded and requested urgent assistance on this as there were two active dialysis patient that require the medicines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that whole drawer was not configure. A technical support specialist spoke with the customer and guided her to re assign the cabinet. Advised that all drawers and pockets would need to be re assigned as before. The customer mentioned that the station is currently in non-profile mode after the station was recreated and will provide an update if assistance from tsc was required. Follow up confirmed she was still waiting for an update from the contract team. It was agreed to close this case and create a new case for reaching out to the ae and contract team regarding the station profile mode. This case will now be closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was not showing any drawer when they login. User said that physically all drawers were fully loaded and requested urgent assistance on this as there were two active dialysis patient that require the medicines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.